Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, elevated metal ion levels, muscle damage, muscle weakness, joint effusions ,scar tissue and emotional distress. It was also stated that operative notes indicate, metallosis with synovitis and effusion and abundant fluid, approximately 10 large pieces of synovial material including saccular structure, this was most likely inflammatory breakdown of the metal on metal prosthesis. It was not confirmed if the stem being used is a depuy product. Doi: (B)(6) 2008 : dor: (B)(6) 2017 (left hip). Acetabular liner: depuy pinnacle metal liner insert, 36 mm x 54 mm. Femoral head: depuy articuleze metal-on-metal femoral head, 36 mm.

Manufacturer narrative:
Pc(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Update (B)(6)2018: investigation re-opened upon receipt of new information. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and implant sticker sheets received. In addition to what previous alleges, ppf alleged metal wear. Cup was added since ppf indicated that it was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. UDI (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medial records, lab results shows that metal ion levels were below 7ppb. No revision notes were provided.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
After review of medical records, patient reported on (B)(6) 2017 had onset of a rash over patient's chest. With continued numbness and achiness all over the body. Patient had surgically removed old hip due to cobalt toxicity and metallosis and replaced with a new one.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Medical records received. After review of medical records, it was reported on (B)(6) 2017 that the patient experienced dislocation and there is mild insertional tendinitis.